Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings:. The complaint ws verified in testing. Unable to verify the time/date reset to default setting in the black box. The black box shows a manual time/date change from (B)(6) 2017 01:00 to (B)(6) 2017-03-20 13:01.a replace cartridge alarm was recorded on (B)(6) 2017 07:58;deliveries never resumed. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs.the bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting.. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.

Manufacturer narrative:
This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 38 mg/dl with sweating, unsteadiness when standing and walking, weakness, shakiness and severe dizziness associated with a time/date reset issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time and date reset to default when the battery was removed from the pump for less than 12 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time/date reset issue, with use error as a contributing factor.